Event description:
On (B)(6)2024 a ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6)2024. The user reported they had an emergency room visit due to a bent infusion set cannula. The user was using the convatec inset (23", 6mm) teflon infusion set. During this incident, the user's bg levels reached a high of 576 mg/dl, remaining elevated for 10-15 hours. The user utilized shots as backup therapy and conducted ketone testing, which indicated large ketones at home and trace ketones at the hospital. The user experienced symptoms such as difficulty breathing, nausea, body aches, and significant mobility issues. The user required assistance to reach the ER since they were unable to drive themselves. The user was not admitted to the hospital, receiving only a "solution" in the ER before being released. The user has elected to discontinue use of the ilet.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The high glucose alert was turned off after it was triggered on the event date. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set. Having the device volume set to "off" and turning the high glucose alert off during the event contributed to the severity of the event.